Event description:
It was reported that the patient experienced high blood glucose readings on the ilet and by fingerstick shortly after setting up a replacement ilet, during which an incorrect weight of 22 lbs was initially entered instead of the correct 140 lbs; the caregiver corrected the weight and performed a site change with guidance, and no obvious issues were observed at the prior infusion site or needle, while the medical device problem and device component were not specified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.